Event description:
It was reported that, the spinal canal was narrow, so after reaming it to 12 mm, a 10 mm nail was inserted; however, the lateral guide drill went off-course, so the physician drilled a pilot hole with a 3.0k wire, then drilled the main hole and inserted the screw.he attempted the same procedure with a k-wire for the other side, but the drill still encountered interference; considering the risk of breakage, the procedure was completed without the screw at the hole. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.